Event description:
Reporter indicated that vns pt was diagnosed with left vocal cord paralysis. The pt's device was programmed to on at the time of the implant surgery and the pt reported hoarseness three days later. Three days after that, the device was programmed to off to see if the hoarseness would resolve. Twelve days later, the pt was evaluated by an ent and was diagnosed with left vocal cord paralysis. Treating physicians are considering waiting approximately six months before programming the device back to on. It was reported that the pt's voice was improving, but that it still gets weaker during the day if pt uses it a lot. Investigation to date has been unable to determine the cause of the reported event.